Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that her blood glucose level was over 500 mg/dl. The customer was sick and her mother took her to the emergency room. She was discharged with a blood glucose level of over 300 mg/dl. Troubleshooting was not performed. The device was not returned.